Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed via naked eye and found a 2mm cut in the tubing near the luer activated valve y site. An under water pressure test was performed and revealed a leak from the cut area. The reported condition was verified. The cause of the condition was due to the machine during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking from the tubing near the last port. The leak was observed after priming the set with saline solution. It was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.